Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 750ml and flow rate: 8ml/hr. Procedure: pectus repair. Cathplace: thoracic. Pump emptied a little sooner than expected. Pump placed on (B)(6) 2011 at 12:30pm. Pt went home with pump and pump was empty on the evening of (B)(6) 2011, though it should have been empty on (B)(6) 2011. Pt exhibited no signs of ropivacaine toxicity and no adverse event was reported. Date of event: (B)(6) 2011. Per dfu: labeled fill volume: 600ml. Maximum fill volume: 750ml. Saf flow rate: 1, 2, 3, 4, 5, 6, 7ml/hr. Delivery accuracy: when filled to the labeled volume, flow accuracy is +/- 20% of labeled rates when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 22 degrees c/72 degrees f.

Manufacturer narrative:
Method: no sample received for eval and investigation. Per customer, pump could have been from lot 112155, 142583 or 152710. A review of the device history records (DHR) was conducted for the 3 lot numbers and incident reported. The device passed all manufacturing specifications prior to release. Results: without the actual product, an analysis cannot be conducted. If additional info pertinent to this complaint or the sample is received, a follow-up report will be filed.